Event description:
It was reported that during a low anterior resection procedure, the anvil would not engage in the device, preventing, it from firing. The procedure was completed with another device. There was no pt consequence.